Event description:
Litigation papers allege pain, physical injury, bodily impairment and excessive metal ion levels.

Event description:
Update - (B)(6) 2015 - der rcvd. Updated dor, doi, sales rep and surgeon information and updated the cup and head from unknown, added the stem and sleeve along with reflecting the metal ions for each product and adding 510k numbers.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/18/2015 - medical records received. Upon revision, osteolysis and chocolate covered synovial fluid were noted. The information received does not change the MDR decision. This complaint was updated on: 03/26/2015.